Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a potential sensing issue was noted on right atrial (ra) lead in relation to detection of atrial tachycardia/ atrial fibrillation (af) episodes. It was also noted that possible noise/ electromagnetic interference was noted on ventricular elect programs (egm). Both the ra and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.